Event description:
Customer reported that on an unspecified date she attempted to perform a blood glucose test using her adc blood glucose meter, but the meter would not turn on when the button was pressed or with test strip insertion so she self-presented to a local healthcare facility to check her glucose. At the hospital she was found to have an unspecified "high reading" and was given insulin. No further information was provided as she declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The meter was returned and investigated with retained test strips. Meter powered on with button depression and test strip insertion. No new issues were observed. Blank screen was not observed. The complaint was not confirmed.

Manufacturer narrative:
Device available for evaluation was inadvertently entered as "(B)(6) 2014". The correct date is "(B)(6) 2014". This section has been updated to reflect the correction.

Manufacturer narrative:
The customer's product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.